Manufacturer narrative:
Concomitant product(s): a 6944-65 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an impedance alert for undefined high atrial impedance. High atrial threshold and oversensing was also noted. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information from the physician's office was received indicating that the atrial lead was programmed off.